Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient mentioned they were having a problem recharging the implantable neurostimulator (ins). The patient mentioned it will took them to look for the device, and most of the time no device found. They also mentioned it will took them a day just to charge the implantable neurostimulator (ins). During the call patient reset the controller. The patient mentioned there was no labelling sticker to the li battery pack and the battery compartment. Patient couldn't provide the serial number of the li battery and the controller. Patient confirmed there was no damage with the controller port, or the recharger. Patient mentioned that when they recharge the implantable neurostimulator (ins) the recharger was getting hot. Patient mentioned that they connected the recharger and see if that resolve the issue but it was not and the issue still persisted. The issue was not resolved. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.